Event description:
It was reported that the patient underwent a lead and system change out on (B)(6) 2004. She had a prior percutaneous lead that was causing a shocking sensation which could no longer be programmed around. Patient experienced paralysis post surgery (see manufacturer report 6000153200600293) and noted that the device broke shortly after implant. She was able to use the stimulator for a short period of time, but then started having a jolting in the arm again. Programming did not resolve issue and she did not want to have anything else done with the system. She reported she wants the system removed. The patient also had pain where the leads were in her back and at the neurostimulator site on the right side. She had not regained full strength and feeling sensation was still poor especially on the right side. The patient's rsd had also moved into the bilateral lower extremities. She had not stimulation sensation and desired to have the device removed. She was at home in fair condition.

Manufacturer narrative:
(B)(4).